Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, one heartstring seal became unraveled when removing the delivery device from the loader device. A replacement heartstring seal was used to complete the procedure. No patient complications were reported by the hospital. This is not a MDR reportable event. Maquet received this device on 07/09/2009 and upon decontamination on 07/09/2009, "the visual inspection revealed that the non folded seal remained inside the loader. Other observations were that delivery device was not attached to the loader and plunger has not been depressed." This visual description is a "seal does not load properly" event and is MDR reportable.

Manufacturer narrative:
Investigation results: based on the reported complaint and the visual analysis, this is a case where the seal did not load properly. The reported failure was confirmed. (B)(4).